Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and confirmed battery test failed. To fix the issue, the fse replaced the batteries, charged batteries overnight, and completed a pm. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported on facility medwatch # 3800040000-2021-0820 that the cs300 intra-aortic balloon pump (iabp) failed battery test. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed battery test failed. To fix the issue, the fse replaced the batteries, charged batteries overnight, and completed a pm. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a